Manufacturer narrative:
H10/11: upon further investigation, this record was determined to be a duplicate record of MFR report number 2518422-2023-16049. The investigation will be documented under MFR report number 2518422-2023-16049. Therefore, this complaint no longer meets reportability requirements.

Event description:
Philips received a complaint by the customer on the v60, indicating that the display screen was not turning on. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported that the display screen was not turning on.